Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Patient's mother confirmed that the smart device's bluetooth setting had more than 1 dexcom devices listed. Dexcom representative advised the patient's mother to forget the transmitter not being use and keep the active transmitter, which restored the connection. No additional patient or event information is available.